Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen was failed and was unable to login. A field service engineer (fse) identified that the touchscreen was not functioning and checked the device manager, where an error was found related to the human interface device. The fse reinstalled the appropriate driver, after which the touchscreen functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower touchscreen was unresponsive and froze intermittently, preventing user login. However, there were no delays or adverse events or injuries reported based on this event.